Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device change out, the atrial lead exhibited high threshold. The was capped and replaced on (B)(6) 2017. The patient was discharged the following day.